Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What color cartridge was used? How was the bleeding treated intra-operatively? Were there any staple formation issues noted? Did the surgeon wait 15 seconds prior to firing device? What is the current patient status?

Event description:
It was reported that in a gastrointestinal stromal tumor (gist) case, surgeon fired the device to remove the tumor out of the stomach. After firing, it seemed only half of the stapled line showed minor oozing, and he treated it during the case. But in fact the bleeding occurs inside of the stomach from the other half part of the stapled tissue. He had to re-operate the patient, and wonder why this happens.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p58a00. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? : I¿m not sure. What color cartridge was used? : gst60b was used. How was the bleeding treated intra-operatively? : I¿m not sure. Were there any staple formation issues noted? : one or two of the staple¿s leg wasn¿t fully made a b-shape, and remained straight. Did the surgeon wait 15 seconds prior to firing device? : I¿m not sure, but as far as I remember from the past case observation, he fires a device without 15 seconds. What is the current patient status? : I haven¿t checked recently, but by the last time, the patient was still at the hospital, and the surgeon keeps looking at his status. Since there has been no issues after then, I think he might have been out of the hospital by now.